Manufacturer narrative:
(B)(4). - results: (stent embolism, failure to deliver the stent and coronary bypass). Results/conclusion: (stent securement most likely impacted during the procedure).

Event description:
An attempt was made to advance an endeavor resolute 2.5mm diameter x 24mm length rapid exchange (rx) drug eluting stent in the pt, however, the stent would not cross and dislodged in the radial artery during removal of the device. Attempts to withdraw the device back into the guide catheter failed. The physician stopped the operation and the pt was sent for a coronary artery bypass. It was confirmed that the stent was inspected prior to use with no issues noted. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).